Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The scope lock lever is loose and the lever goes up in the release direction, and the image is cut during inspection. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: the lock mechanism of the scope lock lever was worn and loosened, making it difficult to lock the scope. As a result, after locking, the lock lever naturally rises in the unlocking direction, and the scope connection is cut off, so the image is no longer displayed.